Event description:
It was reported that the touch pressure on the pump did not match the selection, affecting the customer's ability to interact with the device. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed shipping details. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery.